Manufacturer narrative:
Concomitant medical devices: product ID d314drg ICD, implanted: (B)(6) 2013, this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient developed an infection and the leads "failed." The device and leads were removed. A request for additional information was made but not received. No further patient complications have been reported as a result of this event.